Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon log file review a power cable disconnect, low power hazard and no external power alarm were seen while the patient was connected to the mobile power unit (mpu) on (B)(6) 2025 at 21:43 and (B)(6) 2025 09:54 at 10:54. The no external powe alarms were caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events as system controller¿s ebb function as intended. The alarms resolved upon switching to battery power. The patient confirmed that a no external power alarm had occurred, but they were unsure as to why this had happened. The patient was wearing the controller as normal in the consolidated bag that they wore all the time. There had been no further alarms or issues since.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of power cable disconnect, low power hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The controller event log file captured low power hazard, power cable disconnect, and no external power alarms on 11aug2025, 12aug2025, and 13aug2025. The alarms activated due to losses of alternating current (ac) power while connected to the mpu. The alarms resolved once external power was restored to the system. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: unknown) was not returned to abbott for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit were unable to be reviewed as the serial number was not provided. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.